Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings to be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd high results all day in 2008, and bolused her insulin based on the readings. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer's partner tested the consumer getting a result of 4.9 mmol/dl (88 mg/dl) and gave the consumer glucose tablets. It was discovered at time of this call, the consumer is not performing control solution testing with every new vial of test strips to ensure the integrity of the test strips before use which is part of our directions for use. The test strips in question will be returned for eval.